Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging new or worsening asthma. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP device. The manufacturer previously received information alleging new or worsening asthma. No medical intervention was required by the patient. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit passed all final test. Box h: device problem code, heath impact code, evaluation method code, evaluation results code, and conclusion code grid has been updated.